Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain wrinkling. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast reconstruction revision with mentor, memorygel 425cc on the left side and 375cc on the right side, silicone breast implants which the report indicated that pain when she moves in certain positions. Indention on the left breast, and right implant is "dislocated" and shifts "feels as though implant is pushing against the skin." All symptoms are worsening over time. Theses issue occurred after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.